Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support provided pump reset information, assisting the customer with resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue persisted.